Event description:
Insulation coating of forceps damaged resulting in burn on patient's tongue. Forceps recently received back from mobile instrument repair on 12/21/94. Inspected before being placed back in service with no problems indicated. Patient went home after outpatient procedure with no further complications reported.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-93. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: insulation degradation/deterioration, telemetry failure, none or unknown. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.